Event description:
Reporter indicated that patient experienced an increase in seizures and incontinence after device output current was initially programmed to on (0.5ma). It was reported that the patient experienced a few seizures per month prior to vns therapy system implant and after implantation prior to having the device programmed to on. After programming the device to on the patient experienced up to 3 seizures per day in combination with incontinence. The device was later programmed to off. The patient's family is willing to have the device programmed back to on; however, would like to wait until the patient is on holiday from school to prevent further embarrassment to the patient. It was also reported that the patient usually experiences seasonal deterioration around this time of year, however, it has never been this dramatic or sudden.